Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found damaged and cracked optical fiber connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the telescope, 10 mm, 0° had a damaged and cracked optical fiber connection. The issue was found during maintenance. There were no reports of patient harm.